Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that during a routine visit, the patient reported to the vad coordinators that both the controller's power port connections felt loose (battery and ac power). When assessed, it was noted that the power ports were both loose to the touch. No alarms or pump off time was reported by the patient. The site performed a controller exchange which the patient tolerated well with minimal pump off time. It is unknown if the user applied excessive force when trying to connect. Reportedly, the device had not been dropped. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed visual inspection due to a loose power port 1 (ps1) and power port 2 (ps2) connector. Power port 1 had a missing o-ring gasket with a loose locknut inside the housing of the controller and power port 2 had a displaced o-ring gasket with a loose locknut inside the housing of the controller. Additionally, it was noted that the serial data cap was missing. The most likely root cause of the missing serial port data cap can be attributed to the handling of the unit. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Loose connectors are currently being investigated by the manufacturer with the supplier. As received, (B)(4) did not have the software maintenance release (smr) update installed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.